Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer's calibration, qc, and sample pre-analytic data were requested but not provided. The sample was requested for an investigation, but the sample was not available. The observed differences in ft4 values generated with the roche assay, accuraseed (wako) assay, and the abbott architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys tsh assay v1, elecsys tsh assay v2, and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the results to a physician, and the physician requested a re-measurement of the sample. The customer performed additional testing on an accuraseed (wako) analyzer and provided the sample for investigation. During the investigation, the patient's sample was tested on an architect analyzer and a cobas 8000 e 801 module. The investigation's e 801 module serial number was (B)(4). Refer to the attachment on the medwatch for all patient data. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(6) for the tsh v2 assay and patient identifier (B)(6) for the tsh v1 assay.